Event description:
The customer reported the loss of cine functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cine drive cable. The sys operates as intended.